Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-00143, 2134265-2013-00149. It was reported that during the use of an intravascular ultrasound diagnosis device, the ilab ultrasound imaging system motordrive was unable to start the automatic pullback function with three to five attempts. The site confirmed the sled and the catheter were correctly installed. The manual pullback of the imaging catheter was working perfectly. No patient was involved in this case.